Event description:
This notification was opened to review the alice nightone device following information received regarding frayed wire. The device has not yet been evaluated. If any additional information is received, a follow-up report will be filed.